Manufacturer narrative:
Upon investigation of the actual device used in this that the drawer latch was closed because the inseparable magnet was absent. The field service engineer examined the rear of the drawer and replaced the inseparable magnet to address the problem. The system functioned as intended after the field service engineer checked the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer encountered a failure. The customer reported that due to this malfunction, they managed to get the medicines from alternative station. There were no adverse events or injuries reported based on this incident.